Manufacturer narrative:
Our investigation into this customer product complaint consists of only information that was provided by our field service engineer (fse). No parts or logs were returned for investigation. According to the information provided by the fse, the issue was solved by removing the o2 gas module¿s nozzle unit and filter, cleaning them and refitting them back into the o2 gas module. Thereafter the ventilator passed all performance tests and was returned to clinical use. The root cause of why leakage occurred has not been determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator was leaking from its o2 gas module. There was no patient harm. Manufacturer ref. #: (B)(4).